Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, and down arrow buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2016 with the following findings: during investigation, all the keypad buttons responded appropriately to user input. The keypad was intact with no evidence of peeling or damage. The keypad was removed to find no evidence of contamination on the button contacts. The pump was opened to find no evidence of moisture corrosion near the keypad connector. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. Additionally, the audio bolus button was torn/punctured but responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.